Manufacturer narrative:
Radiometer investigations have concluded the root cause to be software design error.

Event description:
Radiometer complaint reference: (B)(4). According to the complaint, the customer is having issues reprocessing results, as an error happens after adt look up with aqure. The look up has been successful as the look up box is below the error box. This happens when the user pressed "ok". [After clicking on initial 'ok', it returns, 'save error': 'the server did not save the sample. Check your network connection or try again later.'] The result then stays as pending but cannot be reprocessed [after reprocessing, patient demographics was updated but result is in "approval status: pending", but the patient demographics are populated]. No reports of death or serious injury.

Manufacturer narrative:
Date of incident is estimated based on awareness date.